Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Compatibility was reviewed and it was identified that the femoral and tibial components were not compatible. Per the device labeling and compatibility tables within the persona package insert, the posterior stabilized femoral components were not designed to be compatible with cruciate retaining bearings. The root cause is attributed to the use of incompatible devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42500606001, femur component, lot # 62387765. 42540000026, poly patella, lot # 6293592. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00340, 0002648920-2019-00877.

Event description:
It was reported that approximately 7 months post implantation, the patient was experiencing numbness around the implant and unable to walk long distances. Attempts have been made and no further information has been provided.